Event description:
It was reported that the fluids emptied faster than the pump was programmed for. The alaris pumps were found to have no issues when interrogated by the facility's biomed department. Although requested, there were no further details or information provided.

Manufacturer narrative:
The customer's report of tubing free flow was not confirmed based on testing of the received samples. Backflow testing observed no issues. Rate accuracy testing observed no issues. The infusion devices (pcu and pump module) were not received for investigation. Inspection of dissected areas of the silicone segment observed no issues with its concentricity. Inspection of the sets were done for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly. No issues were observed. The root cause was unable to be identified.

Manufacturer narrative:
Concomitant medical products: curos cap; 250 ml hospira bag, lot 91-048-jt, exp jul 2020, 0.9% sodium chloride injection; 72213n; 50 ml ,wyeth pharmacy bag, lot ln117371, exp dec 19 zosyn. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the fluids emptied faster than the pump was programmed for. The alaris pumps were found to have no issues when interrogated by the facility's biomed department. Although requested, there were no further details or information provided.